Event description:
Boston scientific corporation became aware of this event through the patient's communication with the bsc website, in 2007. The patient was contacted eight days later. It was reported that two months earlier, she had a lynx sling placed due to a prolapsed bladder. Post procedure, the patient reports that she had bleeding and pain. On twelve days prior to original date, she had an outpatient procedure where, according to her, the physician trimmed the mesh due to "the skin not healing around the mesh". She also reported that the bleeding has stopped but is now taking medication (unknown) for bladder spasms. She also stated that the physician continues to monitor her condition to determine if further treatment is necessary. The physician's office was contacted nine days after the original date, but would not release any information without the patient signing a release form.

Manufacturer narrative:
Since the device remains implanted and will not be returned for evaluation, a failure analysis is not available, and the relationship between this device, and the cause of this event is undetermined.